Event description:
It was reported a paclitaxel set under infused. The event occurred during a test by the customer with normal saline. The expected infusion volume was 100ml; however, the actual infusion volume was 80ml before the bag emptied. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.